Event description:
Description: it is reported, plunger was deformed at the rear (as if melted or stuck). Event details: 3-piece 50ml luer lock centre bd plastipak eto syringe (box of 60 units). Description of the incident: patient undergoing continuous treatment, specifically with electric syringes. The syringe alarm sounded (on a syringe set at 5 ml/h) after checking that there was no blockage. The alarm persisted. I decided to change the syringe and replace it with a new one. When removing the syringe in use, I discovered that the plunger was deformed at the rear (as if melted or stuck). The syringe in use had been prepared and administered by the night shift team. At the time of the incident, half of the syringe had been administered. (No batch number or reference number available as the syringe was already in use and the packaging had been discarded).

Manufacturer narrative:
H11 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Additional information: has the patient or user been harmed? Please explain: change of treatment earlier than expected and therefore drug waste + patient does not receive his dose of treatment during the incident.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Upon visual inspection, the stopper was found to be jammed, confirming the reported concern. Products from this manufacturing line are routinely sampled and subjected to both visual and functional inspections throughout various stages of production, in accordance with established procedures. The assembly machine is equipped with a camera system designed to detect missing or improperly assembled stoppers. However, since the specific lot associated with this incident is unknown, a device history review could not be performed. While no direct issue was identified, it is possible that the stopper was not properly assembled due to misalignment during the assembly process. Manufacturing personnel have been notified if this event. Our quality team will continue to monitor complaints related to this device and condition for any signs of emerging trends.